Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and non boston scientific right atrial (ra) lead exhibited noise oversensing, resulting in inappropriate anti-tachycardia pacing (atp) and one shock that terminated the rhythm. Technical services (ts) noted that the ra lead appeared to have begun exhibiting performance issues. This crt-d and ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.